Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 03/08/10, covidien was informed of a customer who had an issue with a so called "heparin finished product". (No specific info about product identity was received.) The attorney alleges that the heparin, alleged to be contaminated, was administered to the pt on one or more occasions and the pt was caused to and did suffer physical injuries. The pt passed on (B) (4) 2007.